Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined; however, tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the mitral valve had a thin anterior leaflet with a thickened tip. An ntw clip was inserted, and the mitral valve was successfully grasped. However, a remained jet was observed medial of the clip. Therefore, the physician decided to reposition the clip. While attempting to grasp in the new location, it was observed the clip became caught in the chordae. The physician inverted the clip and abruptly pulled the clip back, resulting in a small flail segment. Grasping was again performed, but it was observed the anterior gripper would no longer fully drop. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. An additional ntw was inserted, and grasping was performed. However, mr was unable to be reduced and tissue damage started to occur on the leaflets; therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.